Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges. Customer added insulin to cartridge and reloaded to address the isseu. Customer¿s blood glucose level was in the 200-299 mg/dl range.